Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that an overdischarge was alleged. The patient hadn't charged since 2015 and wanted to know if their ins could be brought back. The last time they successfully recharged the device was 2015. The patient was implanted in 2013 and the therapy worked great but it made their migraines worse- they had migraines prior to receiving therapy. They decided to shut off their therapy and they maintained the battery until 2015 when they stopped charging the ins. Physician recharge mode was reviewed and the patient was still deciding if they would like to continue with their therapy or have the system removed. Additional information received from the manufacturer's representative. It was reported that the patient couldn't get a replacement system due to financial reasons. The patient and the physician's assistant agreed to not try a device reset after the representative explained the procedure and possible results. No further complications reported.